Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer stated that the keys are entirely unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.